Event description:
Complainant alleged that while treating a female patient, the electrodes were applied to the patient, and caused the associated defibrillator to display a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient with the same electrodes attached, and the second defibrillator displayed a "defib pad short" message; however, the associated defibrillator was able to discharge. Complainant alleged that clinician was holding on to the patient, and when the associated defibrillator discharged energy to the patient, the doctor received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the clinician. Complainant indicated that the patient was transported to ICU and subsequently expired; however it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.